Event description:
New information noted noted that the implantable cardioverter defibrillator exhibited myopotential oversensing on (B)(6) 2020. No further information was provided.

Event description:
It was reported through remote transmission that non-sustained rv oversensing was observed due to myopotential oversensing on the right ventricular channel. The patient was brought to the clinic for further testing. Upon review, some of myopotential was reproducible with the attenuation filter off. The patient has a history of twiddlers syndrome. It is suspected that the oversensing was caused by the patient twiddling with the device. Patient is in stable condition.